Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient received a pair new transmitter error. Patient's mother was unable to recall any additional errors or messages that occurred prior. Further event details are not available. Data was provided for evaluation. The reported issue of pair new transmitter error was not confirmed. A root cause could not be determined.